Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) procedure, the maryland bipolar forceps instrument cable snapped while inside the patient's body cavity. A fragment broke off, fell inside the patient, and was retrieved during the same procedure. Furthermore, a postoperative x-ray was performed which confirmed no fragment was present. No additional surgical procedure was required.